Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to address the customer's reported event. Fse found the threads damaged by customer overtightening the nipple while replacing the line filter. Fse replaced the thread nipple and verified proper operation. No leaks were observed. Fse then ran quality controls (qc). All results were within acceptable range. The aia-360 instrument is operating as intended of the device. No further action required by field service. A 13 month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2018. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 1 - introduction and applications, states the following: in chapter 5- maintenance procedures, under daily checklist states: be sure to check the following items before starting analysis: (1) column, the maintenance schedule is 2500 tests; (2) filter, maintenance schedule if 400 tests. Also in section 5.7 filter replacement, the guidance states: replace the filter in the following cases. 1. When the filter counter reaches 400 injections. 2. When the pressure is more than what is indicated on the column inspection report + 4 mpa. Firmly tighten the top of the filter holder assembly by hand until no further tightening is possible. 1. After installing a new filter, reset (zero) the filter counter on the reagent change screen. 2. Once the filter is tightened it will become deformed and cannot be used again. The most probable cause of the reported event was due to damaged line filter tubing.

Event description:
On (B)(6) 2018, a customer reported the filter is leaking after changing it on the g8 instrument. Per customer, resealing the filter did not resolve the leak and the top grommet is broken from customer trying to remove it. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.